Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb, cine hard disk drive, image processor pcb, video controller pcb, system backplane, cine backplane, sbc single board computer, main system hard disk drive and the systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up during cine playback. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system lock-ups. The fse determined the cause of the system lock-up problem to be surge suppressor, circuit pcb, cables, hard drive, and cine drive, multiple components. Fse replaced multiple components to resolve the issue. As a result of the hard drives being replaced it is also necessary to reload software/calibration files. All other components were replaced as root causes for other issues as split out by cis. The fse verified system functionality. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.